Manufacturer narrative:
The investigation is ongoing; therefore, the root cause of the reported event cannot be conclusively determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Olympus (oekg) was informed that the customer visera 4k ultra-high definition camera control unit had an error e118 during procedure. The unit was rebooted and the procedure was completed using the same unit. No death, injury or patient impact was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a root cause could not be identified. The instruction manual confirmed that e118 error is an ¿abnormal error of the product¿, and the error notifies that ¿the product is defective.¿ a review of the device history record found no deviations that could have caused or contributed to the reported issue. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.